Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints as well as via the non-conformance/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility clinical manager reported an internal dialyzer blood leak that occurred within fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The clinic manager confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: sample was provided. During visual evaluation a looped fiber and potted fiber fragment was noted in dialyzer on non-cavity end. Upon extraction of fiber bundle, it was noted the potted fiber fragment was a continuation of the looped fiber; the looped fiber was potted in three sections on same side (kinked in polyurethane [pu]), which gave appearance of a potted fiber fragment. Approximately 2.83mm of the fiber end was on the outside of the pu. No other damage or irregularities noted. A production records review was performed. It showed one temporary deviation notice (dn) in production, unrelated to reported complaint. No indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during manufacturing process which could be associated with reported event. Lot met all release criteria. As a looped/kinked fiber potted in three sections, exposing one end of the fiber, was identified, fiber leak is confirmed. The probable causes are related to handling of the fiber bundle during production and insertion process into dialyzer housing. As fiber fragments/kinks and loops/broken fibers are caused during manufacturing process the probable causes are manufacturing process problem and manufacturing deficiency. There are no other similar occurrences reported against this lot number. Review of production records found no excursion related to fiber leaks nor associated non-conformances. Continuous improvement is of utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated individually as complaints and via the non-conformance/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported an internal dialyzer blood leak that occurred within fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The clinic manager confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported an internal dialyzer blood leak that occurred within fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The clinic manager confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.